Event description:
The customer reported out of range normal control solution test results with co's test strips. On 2/17/97, the customer opened the first bottle from a box of fifty and performed a normal control solution test. The result was 44 mg/dl. The customer called the co's customer support line and, with the rep, performed two back to back normal control solution tests. The results were 42 and 41 mg/dl versus a normal control solution range of 106-160 mg/dl. The control solution, normal control solution, lot #vb085, expiration 2/98, was opened today and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 87 versus a check strip range of 73-99. The desiccant is in the open bottle. The customer stores the test strips in the bedroom. The retention sample test results for lot 16218b meet the specifications for blood glucose accuracy and precision, and the normal control readings are also within the specified range. Based on the eval of retention samples, the risk of product failure in the field is low. Co is unable to confirm customer's test strips be returned for eval on 2/18/97. As of 3/19/97, return product has not been received. A follow-up to this report will be forwarded upon receipt and eval of returned product. Time frame is unknown. Is event occurring more frequently than stated in labeling? Not stated. Is event occurring more frequently than is usual for device? No. Is event occurring with greater severity than stated in labeling? Not stated. Is event occurring with greater severity than is usual for device? No. Submission of the medical device report (MDR) does not constitute an admission that MFR or product caused or contributed to the event or that the info provided is valid.